Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 15-mar-2017, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-mar-2017, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep stated they did a complete system replacement today. The lead and ins were replaced. The rep said "something was wrong with the lead". The rep said she does not know what was wrong because a different rep initially saw the patient. During the lead revision today the introducer "frayed" and the doctor was unable to puncture the dura. The doctor used a needle instead. Additional information was reported that the replacement was due to a change in the patient's coverage making the lead suspect and an updated battery. No further information was reported.